Event description:
On (B)(6) 2012, it was reported that this patient was schedule for lead revision surgery on (B)(6) 2012. It was stated that the patient had ok diagnostics in her (B)(6) 2012 generator replacement surgery; however, during follow-up two to three weeks later, she had high lead impedance. One week after surgery the patient had a big seizure which resulted in a fall. The fall may have caused or contributed to the high lead impedance. On (B)(6) 2012, it was reported that this vns patient did not undergo lead revision surgery on (B)(6) 2012 as the surgeon was worried about the risk. The patient was scheduled for an appointment to discuss the surgeon's concerns on (B)(6) 2012; however, she did not show up to the appointment. Surgery is still likely but has not taken place to date.

Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2013 due to a lead discontinuity and prophylactic generator replacement and that the explanted products would be returned for product analysis. The explanted generator and lead were returned for product analysis on (B)(6) 2013. Product analysis on the lead was completed on (B)(6) 2013. A portion of the lead assembly (body) including the electrodes was not returned for product analysis and therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device. An abraded opening was observed on the outer silicone tubing approximately 173mm-175mm from the connector boot. Except for an abraded opening in the outer tubing, there were no observed product related issues with the returned lead portions product analysis on the generator is still underway and has not yet been completed.

Manufacturer narrative:
Only a portion of the lead was returned for product analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.x-rays reviewed by the manufacturer, lead pin appeared fully inserted past the connector block of generator, no apparent lead discontinuities in visible portion of lead.

Event description:
On (B)(6) 2013, this patient underwent full revision. Per hospital policy, the explanted devices will not be returned. Additional programming history was reviewed. The patient's device was programmed on at the time of implant and then programmed off on (B)(6) 2012. The device was programmed on on (B)(6) 2012 and off again on (B)(6) 2012.

Event description:
On (B)(4) 2013 product analysis was completed on the explanted generator. Results of diagnostic testing indicated the device was operating properly. The battery status indicated ifi=no in the pa lab. The battery voltage was 3.007 volts, (not at ifi) as measured during completion of the final electrical test. Electrical test results showed that the pulse generator performed according to functional specifications and there were no adverse functional, mechanical, or visual issues identified with the returned generator. The internal impedance checks of the device show that the impedance value increased from 6110 ohms to 14372 ohms on (B)(6) 2013.

Event description:
On (B)(6) 2012, it was reported that this vns patient was seen in the clinic earlier in the week. The patient's vns was interrogated again, and it was reported to be working fine. No diagnostics or additional information was provided. On (B)(6) 2012, the physician's office stated that the patient's normal mode diagnostics indicated 3,751 and system diagnostics indicated 3,655. Surgery is still likely but has not taken place to date.

Manufacturer narrative:
Review of programming history.

Event description:
On (B)(6) 2012, it was reported that the patient was seen in clinic on this date for the first time in several weeks. When her generator was interrogated, a high lead impedance warning came up and stated that the impedance was greater than 10,000 ohms. The patient was referred to the surgeon for evaluation. Surgery is likely but has not occurred.

Event description:
It was reported that during interrogation of a patient's device, a high impedance flag was observed. There was no known trauma, so pin insertion was suspected. The device was disabled and the patient was referred for x-rays. X-rays were reviewed by the manufacturer. There were no apparent lead discontinuities in the visible portion of the lead and the lead pin appeared to be completely inserted into the generator connector block. Interventions have not been taken to date.